Manufacturer narrative:
Info not available, device not returned for analysis.

Event description:
During an unknown procedure, it was reported the stopcock of the trocar fell apart when in pt abdomen. There was no consequence to the pt.